Event description:
Abbott diabetes care customer service received an e-mail on (B)(4) 2012 from a customer's wife who reported that a couple of months prior to (B)(6) 2010 customer received unspecified "erratic readings" from his adc blood glucose meter, while using test strips related to a subsequent field action for abbott's precision family test strips. Caller further reported that "due to the erratic readings" customer was found "unresponsive", having experienced a loss of consciousness, and was transported via paramedics to a local healthcare facility. It was reported the customer arrived in the emergency room "doa" (dead on arrival), but was resuscitated. Caller further reported customer was diagnosed with "massive brain damage" and reportedly survived an additional two months in hospice care, prior to his demise on (B)(6) 2010. The customer's wife noted, "he passed from the mass on his pancreas due to not having the (previously scheduled) surgery".

Manufacturer narrative:
It should be noted: a review of the customer's call history failed to locate any previous complaints related to an adc product. Additionally, the actual date when the customer experienced his loss of consciousness is unknown. The date listed is an approximation based upon the wife's statement that the event occurred "a couple of months prior to (B)(6)2010." Also, it was reported the customer's wife contacted the FDA with questions pertaining to compensation and she was instructed to contact adc. The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted. (B)(4).

Manufacturer narrative:
This is a final report. It should be noted: no adc products have been returned due to the customer's wife's refusal to return them. Additionally: the test strips in use have expired and no meter serial number was provided, therefore no further investigation can be performed. Hence no conclusion can be drawn.